Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 25-may-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. C26941). Additional non-serious events are detailed below. Medical conditions: numerous examinations pelvic magnetic resonance imaging (MRI) dorsal MRI emg physiotherapy osteopathy. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), musculoskeletal pain ("musculoskeletal pain"), heavy menstrual bleeding ("haemorrhagic periods"), memory impairment ("loss of memory and concentration") and disturbance in attention ("loss of concentration"). At the time of the report, none of the outcomes for these events were known. No causality assessment was received for essure with regard to pelvic pain, musculoskeletal pain, heavy menstrual bleeding, memory impairment or disturbance in attention. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 25-may-2022. The most recent information was received on 01-jun-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. C26941). Additional non-serious events are detailed below. Medical conditions: numerous examinations pelvic magnetic resonance imaging (MRI) dorsal MRI emg physiotherapy osteopathy. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), musculoskeletal pain ("musculoskeletal pain"), heavy menstrual bleeding ("haemorrhagic periods"), amnesia ("loss of memory and concentration") and disturbance in attention ("loss of concentration"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, musculoskeletal pain, heavy menstrual bleeding, amnesia or disturbance in attention. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Batch no: c26941. Production date: 2014-02-21. Expiration date: 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jun-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-may-2022. The most recent information was received on 01-jun-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C26941) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: numerous examinations pelvic magnetic resonance imaging (MRI) dorsal MRI emg physiotherapy osteopathy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), musculoskeletal pain ("musculoskeletal pain"), heavy menstrual bleeding ("haemorrhagic periods"), amnesia ("loss of memory and concentration") and disturbance in attention ("loss of concentration"). At the time of the report, the pelvic pain, musculoskeletal pain, heavy menstrual bleeding, amnesia and disturbance in attention outcome was unknown. The reporter provided no causality assessment for amnesia, disturbance in attention, heavy menstrual bleeding, musculoskeletal pain and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Batch no: c26941, production date: 2014-02-21, and expiration date: 2017-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: upon receiving a internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) transferred to the retention case (B)(4). E2b company number added.hence, this case should be deleted from bayer data base. Nullification reason : duplicate case is identified with fu information. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.